Event description:
Caller reported that a malfunction occurred on the pump, but no notable events were identified prior to the malfunction. It was unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the customer did not have this information at the time. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and to contact support if the issue reappeared.